Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the er320 instrument was used to close the cystic duct. The first clip was charged by the operating room nurse. The second clip was correctly applied by the surgeon, on the cystic duct. The third, that should have loaded into the jaws, only came out part ways. The surgeon removed the er320 out of trocar (versaport autosuture) and tried to fire again and the clips would not properly load into the jaws. There was no consequence to the pt.